Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The patient mentioned having a history of sensitive skin. The patient was inserted with eversense sensor on (B)(6) 2025. The patient developed mentioned that the symptoms first appeared around on (B)(6) 2025. The patient confirmed that the adhesive patches were not expired and they lost the package along with the transmitter while traveling. Bandage or tegaderm were not being used at the time when the symptoms occurred. User has used a lotion prescribed previously by their hcp for a similar event, unrelated to the allergic reaction from eversense adhesive patches. Due to the symptoms, the patient had his sensor removed and discontinued using eversense e3 cgm system. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient complained of allergic reactions from using clear adhesive patches. The patient had symptoms such as itching and pustules. The most recent sensor was inserted on (B)(6) 2025. The symptoms appeared first around middle of on (B)(6) 2025. The sensor was removed because of the symptoms.